Event description:
Healthcare professional reported "a right side capsular contracture baker grade IV with "pain", "fold reported with ultrasound on (B)(6) 2022" and "firmness." Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and crease folding of implant.

Event description:
Healthcare professional additionally reported right side "grossly ruptured".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: crease flat is observed on the device. Rupture: observed, broken on radius side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: red particles on the shell and gel are observed. Crease flat is observed. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Device explanted.